Event description:
It was reported that the bd luer-lok¿ syringe leaked past the stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "multiple syringes filled with finished product were observed to have fluid on the plunger tip ribs and past the base of the plunger tip. Syringes are filled with controlled substance."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot number 0063788 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed past the second rib of the stopper component in one picture. In the remaining two pictures, liquid was observed past the first stopper rib. An exact manufacturing related cause has not been determined for this incident at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ syringe leaked past the stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, "multiple syringes filled with finished product were observed to have fluid on the plunger tip ribs, and past the base of the plunger tip. Syringes are filled with controlled substance."